Manufacturer narrative:
(B)(4). It is uncertain if the device sample is available for evaluation.

Event description:
The customer alleges that during a deep venous puncture, the guidewire lost stiffness and unraveled.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer did return three photos. The photos were reviewed; however, the entire spring wire guide was not visible in the returned photos. Visual examination of the photos revealed that the distal tip of the spring wire guide appears to have offset coils in multiple locations. The proximal end of the guide wire is not visible and it cannot be confirmed if the guide wire unraveled. A device history record (DHR) review was performed on the spring wire guide with no relevant findings. Complaint verification testing could not be performed as no sample was returned for analysis. A DHR review was performed with no evidence to suggest a manufacturing related cause. Therefore, the probable cause of the complaint could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with the investigation results.

Event description:
The customer alleges that during a deep venous puncture, the guidewire lost stiffness and unraveled.